Event description:
Medtronic received information that during use of a fusion oxygenator, the customer noticed a blood leak after the device was run. The device was replaced to complete the procedure. There was no patient impact associated with this event. Additional information: about 10 ml of patient blood was lost as a result of this leak. No blood transfusion was required. There was no damage to the device, the packaging or other contents within the package.

Manufacturer narrative:
Conclusion: complaint confirmed for a leak based on the image provided, however as the device was discarded by the customer, medtronic is unable to confirm where the leak originated from. Leaks rarely occur because the fusion hfo is 100 % leak tested during production and any leaks identified during testing are discarded, this device was found to be acceptable during production. The device history record was reviewed; devices are required to pass manufacturing inspections and specifications prior to release and no abnormalities were documented which would cause or contribute to the reported occurrence. There were no patient/clinical safety issues reported. Trends for issues with this product are reviewed at quarterly quality meetings. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.